Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Insulin was squirting out during the manual prime process. Insulin continued to drip after the motor stopped during the manual prime process. The customer was unable to exit the preparing to prime loop. The customer was stuck in the rewind complete/bolus delivery loop. The drive support cap was sticking out. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk also, unable to perform the occlusion test, prime test, and excessive no delivery test due to a33 alarm. The insulin pump was received with normal operating currents and passed a21 error test, self-test and the displacement test. The insulin pump had partially broken reservoir tube lip, minor scratched lcd window and scratched reservoir tube window. The insulin pump was missing the end cap sticker and the reservoir tube o-ring.